Manufacturer narrative:
Technical support suggested the biomed replace the membrane switch pump. The biomed is going to decide if they will repair or retire the roller pump.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, the "stop" button does not work when a direction was selected on the roller pump control panel. There was no patient involvement.